Event description:
It was reported that an unknown set leaked after being loaded into a baxter pump. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.